Event description:
A customer reported to baxter (B)(4) a pvc-free administration set in which a leak was observed. According to the report, the set separated at an unknown location and leaked taxol. The event occurred at the end of the infusion when the healthcare professional was attempting to disconnect the set. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number.